Event description:
This is a report of a male homechoice peritoneal dialysis patient diagnosed with peritonitis. On (B)(6) 2010 product surveillance contacted the peritoneal dialysis nurse regarding an unrelated issue. The nurse stated that the patient is currently being treated for peritonitis. On (B)(6) 2010, additional information was obtained. The nurse confirmed on (B)(6) 2010 that the patient was diagnosed with unspecified peritonitis. The patient was hospitalized from (B)(6) 2010 through (B)(6) 2010. She states that probable cause of the peritonitis is from the bowel and not from a break in aseptic technique. On (B)(6) 2010, the exit site was cultured along with the effluent. The nurse does not have any of the results available to her. The patient received antibiotic therapy consisting of rocephin, gentamycin and vancomycin intraperitoneally. The patient's recovery is ongoing and improved. The nurse states the cause of the peritonitis is not from the baxter products or solutions.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10a20038 and h10c03048 with no issues noted during the manufacturing process. No labeling deficiencies or errors were alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the third of four complaints associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 145 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.